Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8297598. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage at the cap. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient planned to perform painless artificial abortion under intravenous general anesthesia. Before the anesthesia induction, he underwent superficial venous indwelling infusion. He started infusion and found heparin cap was leakage. Then he replaced the new heparin cap and continued the infusion. It didn't not cause adverse reactions to patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage at the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the patient planned to perform painless artificial abortion under intravenous general anesthesia. Before the anesthesia induction, he underwent superficial venous indwelling infusion. He started infusion and found heparin cap was leakage. Then he replaced the new heparin cap and continued the infusion. It didn't not cause adverse reactions to patients.